Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Complaint - the center screw is not going in "properly" into the baseplate, causing a cold welding off access. Surgeon removed from patient and implanted another implant which was successful by using a different technique. This caused a 30-40 minute delay in surgery.